Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and found the direction of flow label was torn and the lower half of label missing. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported symptom door shims was verified when evaluation found the direction of flow label was torn and the lower half of label was missing. The case will be re-shimmed during replacement of the direction of flow label to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an unspecified problem of "door shims". There was no patient involvement. No additional information is available.